Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital with complaints of device firing. Interrogation revealed that the rhythm was noted to be svt. The device was reprogrammed. The patient was discharged in stable condition.